Event description:
On june 28 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call by medical surveillance (ms). The patient reported that on (B)(6) 2016 at 06:40am she obtained a result of 90 mg/dl on the subject meter, which she felt was inaccurately high, however could not specify what in relation to. The patient manages her diabetes with an insulin pump. The patient reported that on (B)(6) 2016 she thought her ¿glucose was low¿ and took one tube of dextrose sugar and went to the hospital where she received treatment with a glucagon injection. The patient was unable to provide any answers to troubleshooting questions performed by cca. Replacement products were sent to the patient this complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.